Manufacturer narrative:
The insulin pump was unable to prime and alarmed during the prime test due to a faulty force sensor resistor. The insulin pump passed the displacement test. Unable to perform further testing due to the prime anomaly.

Event description:
The customer stated she was hospitalized for low blood glucose and the reading was 45 mg/dl. The customer stated she changed the infusion set prior to the hospitalization and the insulin pump was shooting the insulin during the prime. The customer stated she ignored this and continued to insert the infusion set. The insulin pump later gave an alarm when attempting to rewind. Unable to troubleshoot due to the prime anomaly.